Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced complications post embolization procedure. The patient underwent a left side varicocele embolisation procedure approximately 2 months ago with the use of vortx coils as well as other non-bsc coils. The patient received 10 coils in total as well as sclerosant due to the appearance of collateral veins. The vortx coils were placed in either the gonadal vein or a collateral vein. Approximately 2 days post procedure, the patient began experiencing adverse reactions including pain in the left flank, irritated bowel, circulation problems and other issues. The symptoms have persisted. The most persistent issue has been constant pain in the left flank that has not been responsive to anti-inflammatories. An MRI is scheduled.